Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, no patient complications were reported. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.